Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and additional information received, sections g6, h2, d4, h4, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the customer reported 'heavy calcification of the previously implanted valve leaflets.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), female patient underwent a transcatheter aortic valve replacement (tavr) procedure via transfemoral access through the left side. The intervention was a valve-in-valve (viv) procedure intended to treat a failed 26 mm non-edwards valve implanted approximately five years prior. The patient had presented with symptoms of dyspnea, fatigue, and heart failure, and was diagnosed with valve stenosis. Pre-procedural imaging indicated a mean/peak gradient of 20'35 mmhg and a valve area between 0.5'1.0 cm'. The patient had low coronary anatomy and heavily calcified leaflets. A 23 mm edwards sapien 3 ultra resilia valve was selected for implantation. The valve was deployed lower than intended but appeared to be functioning adequately. During inflation of the delivery system, the balloon encountered resistance from the calcified leaflets of the previously implanted valve and ruptured. Despite the rupture, the valve was successfully implanted and appeared to function properly. However, complications arose during removal of the delivery system. The ruptured balloon could not be retracted into the 14f sheath. The patient's blood pressure dropped, and chest compressions were initiated. It was subsequently discovered that the iliac artery had ruptured, resulting in a retroperitoneal bleed. Despite resuscitative efforts, the patient passed away during the procedure. The initial reporter alleged a potential device deficiency related to the balloon rupture. The edwards devices used during the case are not available for return. A formal response letter has been requested by the customer. No follow-up echocardiogram or progress notes were available, and the patient's relevant comorbidities remain unknown. Response letter has been requested by the customer. No follow-up echocardiogram or progress notes were available, and the patient's relevant comorbidities remain unknown.

Manufacturer narrative:
Investigation is ongoing.